Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was confirmed. Upon evaluation, the monitor displayed a service code 102. The cause of this was a shorted ca board. The root cause of the shorted ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.